Manufacturer narrative:
This event further persisted with another system. Further information regarding this event following removal of this system was reported in manufacturer's report #3004209178-2017-11144. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported during their trial period, the site was sore, but the hcp said it was not infected. Additional information received from the patient indicated that they had a staph infection that was from the temporary unit. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.